Event description:
The event is reported as: complaint alleges that circuit failed pre-use test on the servo-I ventilator. Complaint states that the leak has been isolated to somewhere in the breathing circuit. No patient injury reported.

Manufacturer narrative:
Sample has not been received by manufacturer for investigation in time for this report. Investigation incomplete. A follow-up investigation report will be sent when completed.